Event description:
The account alleged that the brakes would set but not hold. No patient impact.

Manufacturer narrative:
The technician found the wheels are dry rotted on all brake casters. The technician replaced the brake casters to resolve the issue.